Manufacturer narrative:
The controller failed visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that the patient called the hospital from the assisted care nursing home and stated that controller port ¿one¿ does not accept any batteries or alternating current (ac) adapter. It was also stated that there were continuous low alarms that occurred when connection battery to port one. It was also stated that when the staff tried to disconnect the ac adapter from the controller, a high priority alarm occurred and the display showed a black background and then the controller started-up with a display with the version number. The controller exchange occurred in the rehabilitation center. It was stated that the controller exchange went well and patient was stable and in the rehabilitation center. It was stated that the issue was resolved after the exchange. It was further stated that the controller will be send in manufacturer. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as remedial action and correction number information was received. If new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
Original aware date: 30oct2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity or serial ID, as well as multiple controller power-up events, thus confirming the reported event. Functional testing of the returned controller revealed that it could not establish stable communication with its power sources, resulting in critical battery alarms and loss of power to the controller. Electrical evaluation of the controller panel and power board revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged. This damaged integrated circuit is also connected to the real time clock circuit and may have caused the date and time stamp to remain frozen. The most likely root cause of the reported event can be attributed to a damaged integrated circuit responsible for communicating to external batteries. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger critical battery alarms, as well as causing loss of power to the controller when powered by two batteries. The controller would still accept power from a controller ac adapter. If information is provided in the future, a supplemental report will be issued.